Event description:
It was reported that the system 9800 would not save multiple images from a procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the hard disk was defective and was removed and replaced. The system was tested and found to be working as intended and placed back into service.